Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasonic bronchofibervideoscope had no image. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Event description:
The issue was found during preparation for use for a therapeutic endobronchial ultrasound procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: b5 (procedure type included), h3 and h6. It has been over six (6) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not identify the root cause of the suggested event, based on the investigation results, olympus confirmed the defect of ¿intermit/flicker image¿ occurred due to abnormal electrical continuity caused by water invasion. The event can be prevented by following the instructions for use which state: "evis exera ii ultrasonic broncho fiber videoscope. Olympus bf type uc180f. Important information ¿ please read before use. Do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The cover of the irrigation port part cannot be removed. Equipment damage can result. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not touch the electrical contacts in the ultrasonic connector. Equipment damage can result. Do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image.". Olympus will continue to monitor field performance for this device.